Event description:
A surgeon reported that a pt developed endophthalmitis 4 days following intraocular lens (iol) implantation. A culture was positive for staphlococcus. The pt was treated with antibiotics and the surgeon described the outcome as excellent.